Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc (isi) performed further failure investigation on the returned maryland bipolar forceps instrument. The initial failure analysis findings were confirmed. Additional findings suggested that the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. It was initially stated that instrument had failed the electrical continuity test however, during re-testing, the test passed to each grip. A broken grip cable was confirmed at the distal end. The instrument was analyzed for the conductor wire¿s retracted insulation finding. It is likely that the broken grip cable resulted in increased tension on the conductor wire. With the grip cable broken, the wire may be pulled taut or displaced due to the lack of counteracting force. Retraction of the insulation at the distal end is attributed to the component's susceptibility to damage. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.